Manufacturer narrative:
(B)(6). Patient weight is unknown. Exact date of symptom onset is unknown; however, the diagnosis was made on (B)(6) 2015. Device product code ¿xxx¿ entered as code ¿etn¿, which corresponds with common name ¿stimulator, nerve,¿ is too new to appear. (Other): (B)(4) expiration date (10)lot unknown device is an instrument and is not implanted or explanted. The device was used during the patient¿s initial procedure on (B)(6) 2015, just prior to onset of infection. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a lateral interbody fusion of l3/l4 and l4/l5 on (B)(6) 2015. On (B)(6) 2015, the patient presented at the emergency room with fever and pain. An MRI revealed bilateral abscesses. A biopsy of the bilateral psoas muscles was taken, which confirmed that the wound was growing enterobacter. The patient was transferred to the care of another physician and returned to the operating room on (B)(6) 2016 to have wound washed-out. During the procedure, bilateral wound cultures were taken. The patient was treated with antibiotics (cefepime and vanomycin IV) and was reportedly in a stable condition postoperative. The wound cultures were positive for a different organism (unspecified). This report is 2 of 4 for (B)(4).